Manufacturer narrative:
A philips remote service engineer (rse) reached out to the customer who declined service and repair and did not provide any additional information. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the customer requested assistance printing off data following an unspecified patient harm event. Remote service assisted the customer in locating and printing the requested data. Biomed clearly indicated there was a patient harm; however, there was no information on the cause or if it was related to the device.